Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient turned off their ipg/deactivated stimulation to undergo an appointment with their doctor to review symptoms for an unrelated/ongoing health issue. Afterwards, the patient's programmer device was able to restore therapy. In turn, the patient's ipg has been deemed inoperable. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
D6b - date of explant was obtained via follow-up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient's ipg was deemed/alleged to have been explanted and replaced due to the patient's ipg being returned for analysis. The exact date of explant is unknown.

Manufacturer narrative:
D6b - date of explant is unknown.

Manufacturer narrative:
The reported event of no communication /inoperable ipg was confirmed. At receipt, the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and pass functional test on autotester. The root cause was unable to be determined.

Manufacturer narrative:
Describe event or problem: the following statement is correct, " afterwards, the patient's programmer device was not able to restore therapy." The previous related statement listed on the initial report was incorrect.